Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence when seated. It was noted that the cuff was originally misplaced with the "button" facing ventral to the urethra. Due to the recurrent incontinence and patient dissatisfaction, a surgical procedure was performed during which the cuff was explanted and replaced. No further patient complications were reported.